Manufacturer narrative:
During the time of the reported event, the employee removed the instrument from the system 1e processor when liquid on the processor's tray contacted the employee's forearm causing the reported burn. The employee was not wearing proper ppe during the time of the event as stated in the operator manual. The system 1e processor's operator manual states (p.1), "appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures." A steris service technician arrived on site to inspect the unit. The technician found no signs of cracks or bubbles in the aspirator assembly when submerged and determined the aspirator to be in good condition. The technician ran a diagnostic and processing cycle and confirmed the unit to be operating properly. No repairs were required and the system was returned to service. The reported event may be attributed to the aspirator probe tubing being kinked or pinched after it was inserted into the s40 sterilant container. On 10/12/2017 a steris account manager performed in-service training at the user facility on the proper use and operation of the system 1e processor.

Event description:
The user facility reported that following a completed cycle, an employee obtained a burn while operating their system 1e processor. No report of procedure delay or cancellation.